Manufacturer narrative:
The device was received for evaluation. During functional testing, reported "falsely detects air when loading set" was not reproduced. The device was sent for upstream air test with passing results. A review of event history log revealed multiple air in line alarms. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification ultrasonic fluid numbers. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump falsely detects when loading set during programming/set up. There was no patient involvement. No additional information is available.